Manufacturer narrative:
The insulin pump had unexpected restart alarm after battery change due to faulty component on the interface board. The device passed the rewind, displacement, prime, selftest and excessive no delivery tests. No external ram error alarm and no excessive no delivery alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and an external ram error alarm after changing the battery. The customer then received a no delivery alarm during prime. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.